Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that they are having issues with patients that are hypotensive (patients with low blood pressure) when taking a blood pressure, the device will inflate and deflate and afterwards it will give three dashes as the reading instead of a numeric value. This only occurs on patients with low blood pressures (hypotensive). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when taking blood pressure readings on hypotensive patients (patients with low blood pressure), the bedside monitor (bsm) was only displaying three dashes instead of a numeric value. No patient harm or injury was reported. Investigation summary: nka clinical was sent on-site to troubleshoot the issue and provided the following advice to the customer: 1. The use of nibp may be contraindicated in the presence of shock and/or other conditions that may compromise consistent stroke volume. 2. Use properly sized cuff and apply to the limb with the bladder centered over the artery. 3. Cuffs should fit snugly but not overly tight. 4. When hypotension is expected, lower the initial cuff pressure to 120mmhg before the first measurement. It seems a higher initial cuff pressure equates to a longer search time for the initial systolic break through pulse. This seems to contribute to measurement difficulties. 5. The initial cuff pressure was lowered in trauma rooms to 120mmhg, as a default value. This should aid in obtaining measurements on hypotensive patients. 6. Take time to properly remove and reinsert the built-in transport monitor. Improper return of the device, which housed the nibp hardware may result in device damage or failure. Based on the following, possible causes may be related to the patient's condition, use of improper equipment for the patient, improper use of equipment, incorrect settings, and possible damage to the nibp module. No further issues have been reported. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints. The issue was likely resolved with the advice provided and is therefore unlikely a result of an nk device malfunction. Attempt # 1: 01/24/2022 emailed the bme via microsoft outlook for all information in the ni list above. The bme replied, stating they would not able to provide the requested information.

Event description:
The biomedical engineer (bme) reported that when taking blood pressure readings on hypotensive patients (patients with low blood pressure), the bedside monitor (bsm) was only displaying three dashes instead of a numeric value. No patient harm was reported.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from bsm-6701a to life scope tr. D4 additional device information / model #: corrected the model # from bsm-6701a to mu-671ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that when taking blood pressure readings on hypotensive patients (patients with low blood pressure), the bedside monitor (bsm) was only displaying three dashes instead of a numeric value. No patient harm was reported.